Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Physician reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported additional, "hole, non specific' and 'tear in mid portion'". Device has been explanted and replaced.

Event description:
Patient reported left side deflation. Physician reported left side deflation. Healthcare professional later reported hole, non-specific and tear in mid portion of valve. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening on posterior side assessed as fold flaw opening. ¿ valve leak and/or damage: not observe. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side deflation. Physician reported left side deflation. Healthcare professional later reported hole, non-specific and tear in mid portion of valve. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/20/2023.